Manufacturer narrative:
Concomitant medical products: 680r30 heart ring implanted: (B)(6) 2013.

Event description:
It was reported that the patient presented to the emergency department for an episode of bradycardia. It was suspected that the implantable cardioverter defibrillator (ICD) was pacing below the programmed lower rate. The device remains in use. No further patient complications have been reported as a result of this event.